Event description:
Event description cpi received information that the rate sensing portion of the endotak transvenous defibrillation lead (0064) was removed from service (capped) due to a lead fracture of the rate sensing portion. The shocking portion remains active. A (0012) lead was added to the patient's system.